Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two proglide devics are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices and a starclose se device via a 6f sheath after a interventional radiology procedure. Reportedly, after completing deployment of the first proglide device, hemostasis was not achieved which was stated could have been due to not enough force being used to push the knot completely down. An attempt was made with a second proglide device; however, a cuff miss occurred. Next, an attempt was made with a starclose se, however, after deployment of the vessel locator wings, when the device was pulled back, no tactile resistance was felt against the vessel wall. Therefore, the starclose device was removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.